Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen was tested and the customer allegation could not be confirmed. The touchscreen flex circuit passed all resistance testing. The failure analysis of the component resulted in a no problem found conclusion.

Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the touchscreen on the v60 ventilator does not work properly. The device was not in clinical use; the issue was identified during setup. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and reported troubleshooting could not be performed at that time. The bme requested onsite service for diagnosis and correction. The investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the bottom portion of the screen was not responsive to touch. The asp replaced the touchscreen for resolution. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.